Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade 1. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e.1 postal code: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade 1. The device remains implanted.

Event description:
Healthcare professional reported left side deflation and capsular contracture baker grade I. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.